Event description:
The pt reportedly had a breakdown of the skin flap in 8/97. Revision surgery was done by a plastic surgeon. The resulting skin flap incision line reportedly lay directly over the implant. This is not the placement recommend in the surgeon's manual provided by cochlear corp. It was decided that the pt would not be able to use the implant. Therefore, the pt was reimplanted on the contralateral side on 11/4/97. The pt is deriving benefit from her second device.